Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review of the lot concluded this was an isolated issue. A review of the instructions for use found that excessive tensioning can result in device failure. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the opus speedscrew implant broke off early from setting the instrument. All parts were removed. No patient injury or other complications reported. A smith and nephew back-up device was used to complete the surgery.

Manufacturer narrative:
H10: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device shows the device was received with anchor and sutures attached. No manufacturing abnormalities. During the functional test the knob rotated and the anchor deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review for the reported batch number concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. B5 and h6: updated.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the opus speedscrew implant broke off early from setting the instrument, all the broken pieces were removed. No delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.